Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced frequent alarms while using the ilet and had intermittent or missed meal announcements, leading to a recorded blood glucose of 263 mg/dl. The event involved user interaction with the device¿s user interface and reflected an incorrect procedure for announcing meals. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user, and a review and analysis of information provided, including engineering logs. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect method for meal announcements, associated with the device¿s user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions. The case also supported that an unintended use error caused or contributed to the event.